Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation conclusions: failure to follow instructions (inserting the applier into the cassette prior to pressing the reverse button). Evaluation summary: the complaint was confirmed as the inability to load was due to the broken endoanchor found within the tip of the applier. The exact cause of the broken endoanchor cannot be conclusively determined; however, inserting the applier into the cassette prior to pressing the reverse button is unlikely to be a contributory cause. Based on historical analysis of similar broken endoanchor complaints, there is no evidence of a material defect that would have been contributory. Conditions during the procedure that have historically been identified as causes of deployment resistance include difficulty positioning the heli-fx applier within highly angulated anatomy as well as calcified plaque or thrombus with more than 2mm of thickness within the deployment zone.

Event description:
Aptus endoanchors were implanted in a patient prophylactically during an endovascular treatment. There was no calcification present in the vessels. The aortic neck was straight; there was no thrombosis where the aptus endoanchor was deployed, and diameter of the aortic neck was reported to be 29-31 mm in diameter. An endurant stent graft was implanted. The first aptus endoanchor was deployed without issues. The second endoanchor was loaded and inserted in the patient, the applier was repositioned twice and the endoanchor was than deployed. It was reported that the third endoanchor was unable to be loaded. The cause of the inability to load the third endoanchor was because half of the second endoanchor remained in the applier and the other half of the endoanchor remained implanted in the stent graft. The physician elected to use another aptus applier and the procedure was successfully completed. The physician does not know the cause of the broken endoanchor. It was noted that when the technician was loading the second endoanchor, the applier was inserted in into the cassette prior to turning the device on, which may have contributed to the build-up of torque on the endoanchor. No additional clinical sequelae were reported and the patient is fine.